Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/14/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was received: after investigation, the patient, a (B)(6) -year-old female, underwent laparoscopic torsion of right ovarian cyst pedicle + pelvic adhesiolysis in hospital on (B)(6) 2023. The surgeon used vcp311h produced by our company for ovarian sewing in the way of continuous suturing. The needle broke during the sewing (the specific length of needle broken end was unknown). The broken needle fell into the patient's body. The surgeon immediately looked for the broken needle and found it. After removal, the integrity of the needle was checked. After confirming that there was no residual foreign body in the patient's body, a new suture (the specific product information was unknown) was replaced for continuous suturing. The subsequent surgical operation went smoothly. There was no harm to the patient as a result of this event and the patient is currently stable. No subsequent adverse events were reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/22/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product received for analysis was identified as product code vcp311h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed on only on of the needles at the suture attachment. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surface and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any patient consequence or injury? Was any other tissue damaged as a result of searching the needle? What is the lot number? --contacted with the sales rep today via phone and the information requested is unknown. Additional information was requested, and the following was obtained via: received information as following from sales rep via phone today. The lot number of involved device should be slmlmx. The external number of this complaint is (B)(4). - a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare® active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m.

Event description:
It was reported that a patient underwent a laparoscopic torsion of right ovarian cyst pedicle and pelvic adhesiolysis sewing procedure on (B)(6) 2023 and suture was used. During the procedure, the needle broke. The broken needle fell into patient's abdomen, and x ray was used to look for and remove the broken needle from patient. The patient is currently stable. No adverse patient consequences were reported. Additional information was requested.